Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had inadvertently dropped the pump into the toilet and it had turned off. Upon turning the pump back on, the date was incorrect; however, the history displayed the correct date. The customer's blood glucose (bg) level was 270 mg/dl. Insulin pens was to be used to manage diabetes.